Manufacturer narrative:
The technician found the f5 fuse was blown. He replaced the f5 fuse to repair the bed.

Event description:
Information received indicates the bed has no function or power when plugged in and the battery led is off.